Event description:
Caller reported a malfunction on the pump with no notable events occurring prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the faulty pump. The customer was advised on how to put the pump into storage mode and was instructed to return it within 10 days using a pre-paid label. A replacement pump was sent, and the customer acknowledged and understood the steps needed upon its arrival.